Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was foreign matter in the tube. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: defect: foreign body quantity: 2 sticks. Effects: no effect on patients and users. Customer needs: return to the factory for investigation and provide a report to explain what the specific foreign matter is and whether it is harmful to the human body.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was foreign matter in the tube. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: defect: foreign body. Quantity: 2 sticks. Effects: no effect on patients and users. Customer needs: return to the factory for investigation and provide a report to explain what the specific foreign matter is and whether it is harmful to the human body.